Event description:
It was reported patient came into ER the eveing of 5/1/20 with complaints of leaking from the lumen where the line is clamped. Patient had to stay over night in the mdu until the vat team arrived the next morning. It was stated mdu nurse removed the line prior to the vat nurse arriving to the room. New PICC line had to be placed. Left and right brachial and basilic veins will not thread. Patient has had two ports in the past and this last PICC that was placed will likely be the last one she will be able to receive as a lot of resistance was felt with threading in the PICC. PICC was placed in the outpatient setting by rn. Threaded into the right cephalic vein x1 attempt with no complications flushes and draws with no complications. No patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. Tape and dressing material were observed to be wrapped around the extension leg of the catheter. The tape and dressing material were removed from the extension leg and a relatively large amount of a hard, brittle, whitish material was found on the exterior of the extension leg tubing underneath. The tubing of the extension leg at this location was observed to be opaque and yellow-gray in color, and the tubing was observed to be kinked at two locations. The ink on the extension leg, pinch clamp, and molded joint was observed to be worn and faded. The catheter was pressurized with a 12 ml syringe of water and a spraying leak was observed in the extension leg at the location of one of the kinks. A microscopic observation revealed a rough, circumferential split on the corner of the distal-most kink in the extension leg tubing, approximately 1.5 cm distal to the luer hub. The edges of the split were observed to be jagged and, while much of the split was obscured by whitish material on the extension leg tubing, the surfaces of the split appeared to be somewhat flat and granular in texture. The material at one corner of the split was observed to still be partially connected on the inner side of the extension leg tubing. While the root cause of the split in the extension leg could not be determined, possible contributing factors include material fatigue, instrument damage, and incompatible chemical exposure. A lot history review (lhr) of redp1338 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp1338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient came into ER the evening of (B)(6) 2020 with complaints of leaking from the lumen where the line is clamped. Patient had to stay over night in the mdu until the vat team arrived the next morning. It was stated mdu nurse removed the line prior to the vat nurse arriving to the room. New PICC line had to be placed. Left and right brachial and basilic veins will not thread. Patient has had two ports in the past and this last PICC that was placed will likely be the last one she will be able to receive as a lot of resistance was felt with threading in the PICC. PICC was placed in the outpatient setting by rn. Threaded into the right cephalic vein x1 attempt with no complications flushes and draws with no complications. No patient harm reported.